Event description:
"Tubing found to be disconnected from the device itself. Device placed 6/6/95, for chemo administration." The medwatch report did not contain any contact info; therefore, the MFR contacted the FDA to obtain add'l info however, the MFR was informed that the facility requested to remain anonymous.